Event description:
The patient reported that they were feeling a painful stimulation and could not get stimulation to turn off on (B)(6) 2016. The patient had not used their therapy in the past year, 2015. The therapy had gotten less and less effective since implant in (B)(6) 2010. The patient started to feel pain since (B)(6) 2016, the last couple of days from the report and their legs were ¿jumping¿. The patient felt bad pain in their right hip. The patient did not have triple a batteries for their programmer to check their device. It was recommended that the patient contact their health care professional (hcp) to report pain and have the implantable neurostimulator (ins) and leads checked before they try to turn stim on again. It was noted that the symptoms/therapy change were sudden. At the time of the report, the patient¿s friend or family member was able to get stimulation turned off with the recharger. The patient was no longer feeling painful stimulation. Other relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient that reported that the patient had not used the system for a long time and had problems with his back. It was suggested to get the battery charged and use it, so the patient did that. The patient turned stimulation on and it was as high as it could go and couldn¿t get lower, so the patient thought he was going to have a heart attack and was in a lot of pain. This happened a few weeks prior to the time that the additional information was reported. The paramedics came and help to decrease stimulation. The patient is planning on making an appointment to learn how to use it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.